Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system a patient isolate ((B)(6)) was misidentified as staphylococcus epidermidis. The result was verified by the maldi giving staphylococcus aureus. No health impact or consequence reported. Report 7 of 7.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system a patient isolate ((B)(6)) was misidentified as staphylococcus epidermidis. The result was verified by the maldi giving staphylococcus aureus. No health impact or consequence reported. Report 7 of 7.

Manufacturer narrative:
Investigation summary. A complaint was reported for misidentification of results on a phoenix m50 instrument. The customer alleged that the instrument was having additional misidentifications. The field service engineer (fse) updated system software to ver 2.80 and pud software to ver 7.31a. The fse then performed a series of verification tests which all passed and returned the instrument to the customer. It was decided by bd service to replace the instrument. This case is related to the e. Coli misidentifications. This is an unconfirmed failure of a bd product as all verification tests yielded passing results. The root cause of the failure was unable to be determined. Test reports and logs were provided for the investigation, however no other samples were made available for the investigation, therefore no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed one previous case with this failure mode. In that case, the fse performed preventative maintenance along with other verification tests. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. While this specific occurrence was unable to be confirmed based upon the investigation, this failure mode is known to be related to a corrective and preventative action (CAPA). Pud 7.41a has been released to improve identification of e. Coli. Review of risk management files confirm there are no new or modified risks associated with this failure mode.